Event description:
It was reported that an edwards anuloplasty mitral ring was explanted after an implant duration of 28 months. As per the initial reporter, "the patient had severe mr and tr. He had his mitral replaced with a mitral magna 27 mm and a ring for his tv mc3 28mm." The operative report indicates patient was diagnosed with severe mitral regurgitation, severe tricuspid regurgitation, and congestive heart failure. Patient underwent mitral valve replacement and a tricuspid valve annuloplasty. Operative details indicate the ring was well incorporated, the [native] leaflet was somewhat tethered. No information received to suggest a device malfunction related to this event.

Manufacturer narrative:
Additional manufacturer narrative: the explanted ring has not been returned for evaluation, as it was learned to be discarded by the hospital. Explants of rings at sometime during a postoperative period (> 0 days) are typically performed for a failed valvuloplasty repair, progression of patient's disease, or other factors. The root cause of these explants are typically not related to a malfunction of the annuloplasty ring. In this case, the edwards' ring, along with the patient's native annulus were replaced with a bioprosthetic valve. The device history record review was completed and confirms that this annuloplasty ring met all manufacturing and sterilization inspections. The available information suggests nothing to indicate a device quality deficiency related to this event.